Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst from (B)(6) 2015 to (B)(6) 2015, closed fracture of unspecified part of tibia on (B)(6) 2012, acute back pain (acute bilateral low back pain with right sided sciatica) on (B)(6) 2012, inflammation on (B)(6) 2009, tubal ligation on (B)(6) 2007, anemia (anemia: reports regular menses, perhaps heavier than in the past) on (B)(6) 2006, costochondritis on (B)(6) 2006, low back pain on (B)(6) 2006, alopecia on (B)(6) 2006, major depression on (B)(6) 2006, chest pain on (B)(6) 2005, obesity on (B)(6) 2005, major depressive disorder (single episode moderate) on (B)(6) 2004, post-traumatic stress disorder from (B)(6) 2003 to (B)(6) 2003, sciatica, vaginal odor, hyperpigmentation skin (pdd), nausea, vision abnormal, ovarian cyst, pap smear abnormal, paraesthesia lower limb, adenomyosis, tingling sensation (tingling sensation right leg), urinary frequency, urination pain, cholelithiasis, bloating, dysfunctional uterine bleeding, cesarean section (two prior cesareans), buttock pain, abdominal pain lower, dizziness, photophobia and general body pain. Pelvic exam was negative for pid (interpreted as pelvic inflammatory disease) or endometritis. Positive ppd: 2002 - treated with inh, cxr negative. Previously administered products included for an unreported indication: pre natal vitamins in 2003 and fioricet in 2003. Concurrent conditions included overweight and abdominal pain. Concomitant products included acetylsalicylic acid;caffeine;paracetamol;salicylamide (excedrin), cyclobenzaprine from 2011 to 2018, ferrous sulfate (ferrous sulphate) from 2003 to 2007, ibuprofen (motrin) and ibuprofen from 2003 to 2018. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2006, the patient underwent tooth extraction ("dental problems tooth extraction"). On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 7 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced migraine ("migraines / headache"). The patient was treated with ethinylestradiol;norelgestromin (ortho evra) and surgery (bilateral salpingectomy (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, alopecia, tooth extraction and migraine outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, tooth extraction and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy in insertion date between (B)(6) 2012 , (B)(6) 2005 and (B)(6) 2005. Heavy 7 day periods with another 7 days of spotting. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. No leakage of contrast.. Nuclear magnetic resonance imaging - on (B)(6) 2015: bilateral essure devices. Multiple nabothian cysts. Cholelithiasis. Pathology test - on (B)(6) 2015: a. Fallopian tube, salpingectomy, right: 1 fallopian tube with paratubal cysts 2. Essure device (gross examination only). B. Fallopian tube, salpingectomy, left: 1. Fallopian tube with paratubal cysts 2. Essure device (gross examination only). Fallopian tube, salpingectomy, right ¿ there are two paratubal cysts measuring 0.5-0.6 cm in greatest dimensions. Inserted inside the fragment distal to the fimbria is a metallic object measuring 3.5 by less than 0.1 by less than 0.1 cm. Fallopian tube, salpingectomy, left ¿ there are three paratubal cysts measuring 0.4-1.2 cm in greatest dimensions. Also identified are two metallic objects measuring 0.5-9.0 cm in greatest dimensions, with a diameter of less than 0.1 cm. A coiled metallic object is also identified, and measures 3.1 x 0.2 x 0.2 cm. The metallic objects are gross only.. Ultrasound pelvis - on (B)(6) 2015: essure devices appear in the appropriate locations.. Ultrasound scan - on (B)(6) 2012: hemorrhagic ovarian cyst.; on (B)(6) 2015: uterus: myometrium ¿ normal. Essure devices appear in the appropriate locations. No significant abnormality seen. Essure devices appear in the appropriate locations. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: headaches, migraine, menorrhagia, dysmenorrhea, vaginal hemorrhage. Most recent follow-up information incorporated above includes: on 2-jul-2019: plaintiff fact sheet and medical record received. New reporter added, model number changed from 305 to 205. Event injury is replaced by pain. Category of case changed to incident. New events abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), migraines / headaches, salpingectomy (bilateral removal of fallopian tubes), dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and hair loss were added. Concomitant drug, medical history added and lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst from (B)(6) 2015 to (B)(6) 2015, closed fracture of unspecified part of tibia on (B)(6) 2012, acute back pain (acute bilateral low back pain with right sided sciatica) on (B)(6) 2012, inflammation on (B)(6) 2009, tubal ligation on (B)(6) 2007, anemia (anemia: reports regular menses, perhaps heavier than in the past) on (B)(6) 2006, costochondritis on (B)(6) 2006, low back pain on (B)(6) 2006, alopecia on (B)(6) 2006, major depression on (B)(6) 2006, chest pain on (B)(6) 2005, obesity on (B)(6) 2005, major depressive disorder (single episode moderate) on (B)(6) 2004, post-traumatic stress disorder from (B)(6) 2003 to (B)(6) 2003, sciatica, vaginal odor, hyperpigmentation skin (pdd), nausea, vision abnormal, ovarian cyst, pap smear abnormal, paraesthesia lower limb, adenomyosis, tingling sensation (tingling sensation right leg), urinary frequency, urination pain, cholelithiasis, bloating, dysfunctional uterine bleeding, multiple cesarean sections (two prior cesareans), buttock pain, cramp in lower abdomen, dizziness, photophobia and general body pain. Pelvic exam was negative for pid (interpreted as pelvic inflammatory disease) or endometritis. Positive ppd: 2002 - treated with inh, cxr negative. Previously administered products included for an unreported indication: pre natal vitamins in 2003 and fioricet in 2003. Concurrent conditions included overweight and abdominal pain. Concomitant products included acetylsalicylic acid;caffeine, cyclobenzaprine from 2011 to 2018, ferrous sulfate (ferrous sulphate) from 2003 to 2007, ibuprofen (motrin) and ibuprofen from 2003 to 2018. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2006, the patient underwent tooth extraction ("dental problems tooth extraction"). On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 7 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced migraine ("migraines / headache"). The patient was treated with ethinylestradiol;norelgestromin (ortho evra) and surgery (bilateral salpingectomy (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, alopecia, tooth extraction and migraine outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, tooth extraction and vaginal haemorrhage to be related to essure (ess205). The reporter commented: descripancy in insertion date between (B)(6) 2012 , (B)(6) 2005 and (B)(6) 2005. Heavy 7 day periods with another 7 days of spotting. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. No leakage of contrast.. Nuclear magnetic resonance imaging - on (B)(6) 2015: bilateral essure devices. Multiple nabothian cysts. Cholelithiasis. Pathology test - on (B)(6) 2015: fallopian tube, salpingectomy, right: fallopian tube with paratubal cysts essure device (gross examination only). Fallopian tube, salpingectomy, left: fallopian tube with paratubal cysts essure device (gross examination only). Fallopian tube, salpingectomy, right ¿ there are two paratubal cysts measuring 0.5-0.6 cm in greatest dimensions. Inserted inside the fragment distal to the fimbria is a metallic object measuring 3.5 by less than 0.1 by less than 0.1 cm. Fallopian tube, salpingectomy, left ¿ there are three paratubal cysts measuring 0.4-1.2 cm in greatest dimensions. Also identified are two metallic objects measuring 0.5-9.0 cm in greatest dimensions, with a diameter of less than 0.1 cm. A coiled metallic object is also identified, and measures 3.1 x 0.2 x 0.2 cm. The metallic objects are gross only.. Ultrasound pelvis - on (B)(6) 2015: essure devices appear in the appropriate locations.. Ultrasound scan - on (B)(6) 2012: hemorrhagic ovarian cyst.; on (B)(6) 2015: uterus: myometrium ¿ normal. Essure devices appear in the appropriate locations. No significant abnormality seen. Essure devices appear in the appropriate locations. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: headaches, migraine, menorrhagia, dysmenorrhea, vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: quality safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.